Event description:
In 2008, the pt reported her insulin infusion device went into the stop mode for no reason on the previous month. She also stated that on ten days prior to original date, she did not receive the a1 (cartridge low) alert, but did receive the e1 (cartridge depleted) message. To troubleshoot, the pt was instructed to confirm she did not have the automatic off programmed. She did not. The pt was then instructed to check the device's alarm/error history and it was discovered, she did not receive an a2 (battery low) or e2 (battery depleted) on the month prior to original month. The history did show she received an a1 (cartridge low) alert on original month. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced an requested to be returned for evaluation.